Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a skin irritation underneath the garment clasps. The paitent's physician recommended that the patient use an unknown lotion on the irritation. The irritation healed.